Manufacturer narrative:
The pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment was chipped and did not hold the reservoir correctly. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.